Event description:
Customer has provided additional information for the complaint. Customer confirmed specimens are underfilling and photographs have been forwarded. Customer stated specimen rejection for underfilling occurred in the ed and on the floors drawn by both phlebotomists and nursing. Customer confirmed blood draws are performed in the ed using the IV, on the floors using straight needle or butterfly, and discard tubes are used where applicable. Customer cannot advise if phlebotomist and nursing are holding the backend of the tube in the holder during collection. Customer stores the tubes in cabinets and tubes are not subject to heat or direct sunlight.

Manufacturer narrative:
Complaint statement co22-2100-325: received 11 racks 454334/b220233m for evaluation. Received customer pictures. We have no further complaints for this material/batch. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations noted. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. All tubes tested filled within the +/-10% tolerance range. The alleged malfunction could not be duplicated. Correted data: b5: adverse event of production; h3: samples received: h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples for an evaluation were only recently received. As soon as the investigation is completed a supplemental report will be filed.

Event description:
Customer states the tubes are not filling completely [underfilling]. Customer advised there have been "several" complaints hospital-wide. Customer could not provide a specific number of specimens that were underfilling.